Manufacturer narrative:
The actual sample was not available for investigation however photos were provided. Visual inspection observed that the cone of the warmer male luer lock was broken. The reported condition was verified. The most likely cause is a design issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external fluid leak was observed from the luer connector on one unit of prismaflex st100 set c during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.